Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin scarring. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
A patient reports while wearing a pod between 4 and 24 hours on the abdomen, that they had scarring all over their stomach from a reaction to the adhesive. The patient reports multiple pods during the past 2 months that caused scarring from the pod's adhesive. The patient stated while removing a pod that alcohol wipes were used and during the initial application, itching cream is applied at the pod site. There was a rash at the pod site.